Event description:
It was reported that the right ventricular and atrial leads exhibited noise, seen on egms. It was suspected that the noise oversensing was caused by lead trouble. The competitive pulse generator was explanted. No further information was available.